Event description:
Received notice of litigation from corporate counsel. Complaint alleges the pt underwent a gastric surgical procedure in 2000. The complaint alleges plaintiff's "stomach developed a gastric leak, resulting in severe injuries". The complaint alleges "a stapling system" was utilized during the procedure. Specifics regarding the exact product utilized are not provided.